Event description:
Healthcare professional reported that a patient was injected in the marionette lines and jaw with 2 cc of juvéderm® voluma® with lidocaine. Immediately, the patient experience ¿vascular occlusion (swelling, erythema, livedo reticularis, tenderness, and delayed capillary refill time) on the right side of the chin and jawline. The patient was treated that day with high-dose hyaluronidase. The event resolved, and the patient¿s capillary refill time returned to normal (< 2 seconds). The patient was discharged with prednisolone and curam.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.